Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the upper/lower abdomen using the cooladvantage applicator on (B)(6) 2018 and to the lower abdomen using cooladvantage plus, cool curve+ contour and (B)(6) 2019 who developed paradoxical hyperplasia (pah/ph) shortly after the patient's first treatment. Following treatment, the upper and lower abdomen developed visible enlargement. On (B)(6) 2019 the patient was assessed by a physician who diagnosed the upper and lower abdomen with paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the upper/lower abdomen using the cooladvantage applicator on (B)(6) 2018 and to the lower abdomen using cooladvantage plus, cool curve+ contour and (B)(6) 2019 who developed paradoxical hyperplasia (pah/ph) shortly after the patient's first treatment. Following treatment, the upper and lower abdomen developed visible enlargement. On (B)(6) 2019 the patient was assessed by a physician who diagnosed the upper and lower abdomen with paradoxical adipose hyperplasia.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.